Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen and was not working. A field service engineer (fse) found that it would not power on when the switch was flipped. The back panel was opened and inspected, but no obvious issues were found. The pyxis bus cable was disconnected, and power was tested again with no success. The fse then accessed the e drawer, unplugged the pyxis bus cable from the controller, and attempted to power on again, still with no result. Further inspection of the switch wiring revealed that the left wire on the switch had come loose. The wire was reattached, the system was powered back on and successfully booted up, and all cabling was reinserted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, or 7 station had black screen and was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.